Manufacturer narrative:
Other relevant device(s) are: product ID: 3708360, serial/lot #: (B)(4), ubd: 21-oct-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain, sciatic nerve injury, and cervical/neck. It was reported that the patient was getting ready for a normal implantable neurostimulator (ins) battery replacement surgery. The health care provider (hcp) indicated that the patient's extension had been explanted. The hcp wanted to implant a new extension and attach the system. No further complications were reported.

Manufacturer narrative:
Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. After review of additional information patient code (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that per the patient the issue occurred at the end of december. The patient stated he was hit with a vehicle and then the device and extensions got infected and had to be explanted. The devices were explanted due to the infection. No further information was reported.